Event description:
It was reported that the patient presented in the clinic with redness, soreness and wound dehiscence at the device implant site. The physician explanted the patient's insertable cardiac monitor (icm) on (B)(6) 2025 due to infection. The patient was in stable condition.